Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that there was non-sustained right ventricular oversensing due to post paced t wave oversensing on the implantable cardioverter defibrillator. The oversensing was noted on a stored egm (electrograms). Programming changes were made. There were no patient consequences. The patient will continue to be monitored.